Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during the pulsed field ablation (pfa) procedure to treat atrial fibrillation a faradrive steerable sheath clear was selected for use. When the farawave catheter was inserted into the faradrive steerable sheath clear, backflow was confirmed, air ingress was observed inside the syringe which was connected to the 3-way stopcock. The procedure was completed successfully by using a different faradrive steerable sheath clear. No patient complications have been reported. The product is expected to be returned.

Event description:
It was reported that during the pulsed field ablation (pfa) procedure to treat atrial fibrillation a faradrive steerable sheath clear was selected for use. When the farawave catheter was inserted into the faradrive steerable sheath clear, backflow was confirmed, air ingress was observed inside the syringe which was connected to the 3-way stopcock. The procedure was completed successfully by using a different faradrive steerable sheath clear. No patient complications have been reported.

Manufacturer narrative:
Analysis of the returned sheath found both valves torn by the center slit on the inner face which compromised the valves' ability to seal pressure and fluid within the sheath. These defects caused visible air bubbles/air ingression into the sheath, resulting in the occurrence of this event.